Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is no longer operable. There was no additional information provided and it is unknown when the patient last received stimulation or charged the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where her entire scs system was removed.